Manufacturer narrative:
The pump passed the displacement test and active current test. Pump failed the sleep current test due to moisture damage on the electronic assembly. Inspected for solder connection issue (B)(4), result: solder present at power connection. Pump received with scratched case. Pump received with pillowing and cracked keypad overlay at select button. Pump received with broken belt clip rails. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was returned for an unknown reason. No harm requiring medical intervention was reported. The insulin pump will return for analysis.